Event description:
Procedure:laparoscopic rotator cuff repair. The suture detached from the needle, while passing through tissue. The 8mm needle broke which is stuck in rotator cuff, lodged in sideways. Surgeon will be taking x-rays.